Event description:
It was reported by the patient's son that the patient had sustained "several electrocutions." The lead was replaced. Additionally alleged that the [patient] "was implanted with a [lead wire system], and suffered physical and other injury as a result of the recalled lead." Also alleged was that the [patient] experienced inappropriate and/or excessive shocking, fracture or other injury." Further alleged was that the patient" has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." The [patient] has further"suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.